Manufacturer narrative:
(B)(4). Evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported experience. Since only the body of the device was returned, the reported incident could not be verified or confirmed. The probable causes for the suture to pull out from the artery include if too much tension is applied during knot advancement, insufficient tissue capture or the device was deployed outside the artery. The monofilament was not returned which is an integral part of this investigation; therefore, the cause is undetermined for this incident. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture captured, but then released the vessel. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.